Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. A labeling review cannot be completed due to no product catalog number provided.

Event description:
It was reported that the temperature sensing catheter started displaying erratic temperatures for approximately the last 2 of 14 hours of use. This caused multiple alerts/alarms related to erratic patient temperatures. The patient's nurse changed the foley and did not experience any further erratic readings. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the temperature sensing catheter started displaying erratic temperatures for approximately the last 2 hours of 14 hours of usage. This caused multiple alerts/alarms related to erratic patient temperatures. The patient's nurse changed the foley and did not experience any further erratic readings. No medical intervention was reported.